Event description:
Customer reported the provue is sporadically giving false positive results for type 'b' or 'o' on the a well of the abd reverse grouping card and placing the cards in the service rack. The lot number of the gel cards. No erroneous results were released. False positive results may result in abo misclassification and the transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) arrived at the site and replaced the necessary components and performed adjustments to the reader camera to return the analyzer to expected operation. This customer has not logged any complaints regarding false positive results against this analyzer since the incident.